Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope plus involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus had a small piece in the metal chipped. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found the instrument adapter was visually inspected, and mechanical damage was found in the idler gear bearing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. A visual inspection confirmed. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone c near the endoscope housing. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to light button. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in right eye. The endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed no image. The button failure is caused by loose desiccant, loose balls removed and buttons working properly in quality assurance plan]. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause is attributed to an electrical issue with the button. The probable root cause of the image artifact is attributed to damage during use or improper handling. Accidental drops of the endoscope or inadvertent collisions with hard surfaces can result in damaged optical components.

Event description:
Refer to h11 for follow-up information.